Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Crease folding of implant: not observed. Seroma-late: unable to observe, since it is not related to the device. No further actions are required, since no issue in the manufacturing of the device is observed. The event of seroma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma.

Event description:
Healthcare professional reported, right side "ruptured". "Radial folds" and "minimal amount of fluid around the right implant". Device was explanted.